Manufacturer narrative:
(B)(4). Date sent 10/17/2024. D4 batch #696c90. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage, with no reload present, and the jaws were partially open, the knife was noted to be partially deployed into the anvil. The device was closed and home button was pressed, and the knife returned to the home position as expected. Upon further inspection, the firing trigger would not function as intended and felt loose and allows for automatic activation of the firing sequence when the firing trigger lock is disengaged. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple release criteria. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be out of its intended position. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the spring firing trigger is potentially related to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number 696c90, and no non-conformances were identified.

Event description:
It was reported that during a lap gastric bypass, firing mechanism did not work properly throughout the entire procedure. Surgeon reported that as she pulled the red safety trigger, the firing trigger would not only present itself but follow the red safety trigger and prematurely start the firing sequence. Additionally, after firing the reloads, the jaws would not open completely without the assistance of pushing the closing handles forward. Surgeon chose to continue to use the stapler through the procedure, and the same issue continued for all firings. The surgery was delayed by 5 minutes and completed successfully. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 10/2/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: what is meant by "trigger would not present itself"? An internal component must have broke or manufactured incorrectly. When safety was removed, the firing trigger did not drop down or present itself as per usual. It will be evident what I am talking about when the device is inspected. What is meant by "follow the safety trigger"? Red safety trigger that needs to be pulled prior to accessing firing trigger what is meant by "prematurely start the firing sequence"? Powered firing would commence prior to actually pulling gray firing trigger. Was the safety trigger damaged? It did not operate properly, so in my opinion it was damaged was the firing trigger damaged? It also did not operate properly, so in my opinion it was damaged is the current patient status known? Patient status is ok. Procedure was completed as originally indicated. Device failure did not effect outcome. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No consequences. What is meant by "trigger would not present itself"? When they pulled the safety trigger, the firing trigger was not in the usual firing position making it harder to access. Device is being return, you will see what I mean upon physical investigation. What is meant by "follow the safety trigger"? Red safety lever that needs to be pulled prior to accessing the firing trigger what is meant by "prematurely start the firing sequence"? The knife would begin to travel and the staples would begin to deploy. Was the safety trigger damaged? It appears to be damaged. Reporter mentioned that the device was like this from the initial firing of the first reload. Was the firing trigger damaged? Yes. Appears "loose." Is the current patient status known? Patient is recovering as planned. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No change or consequence in post op period. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.